Event description:
This rv lead was implanted on (B)(6) 2013 and was capped on (B)(6) 2017 due to high pae impedance greater than 2000 ohms. The physician was dr. (B)(6) at (B)(6) clinic and hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).